Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3, mfg report reference: 1627487-2019-04892, 1627487-2019-04895. It was reported that the patient may undergo surgical intervention.

Event description:
Device 2 of 3, mfg report reference: 1627487-2019-04892, 1627487-2019-04895. Follow up information received that the patient underwent surgical intervention due to ineffective therapy. The system was explanted.